Event description:
Surgeon implanted three piece lens and the trailing haptic broke off as it was being inserted. The lens was cut into pieces to remove and there was no pt injury. An msi-tm injector and an aq-fp cartridge were used but the nurse was unable to provide the lot numbers. Facility stated that damage to this lens was secondary to a loading error.